Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Upon further review it was determined that the reported complaint (B)(4) is a duplicate of tw# (B)(4), os# (B)(4). This complaint will be cancelled. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit is having multiple autofill issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.